Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics. Pd therapy was discontinued. The cause of peritonitis was unknown. The patient had not yet recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894717 and gd895078 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).